Event description:
It was reported that an ilet user and caregiver did not receive glucose readings because the system was operated without a connected continuous glucose monitoring sensor. Upon follow up, education was provided to place and connect a new g7 sensor. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem due to not starting a new sensor in a timely manner, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to follow instructions and an unintended use error.